Event description:
It was reported to covidien on 12/11/2009 that a customer had an issue with a catheter, continuous flow. Customer states that while removing the trellis after treatment it felt like the distal balloon got caught on the introducer sheath. The doctor pulled on the catheter and the distal portion of the catheter separated from the catheter.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.